Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm repeatedly and customer complained there was no basic history in daily total only bolus history in daily total. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.